Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device keyboard was failed. A field service engineer (fse) confirmed that no water damage, thermal damage, or signs of fluid ingress were observed during inspection and found that the keyboard letter was faded. The fse replaced the keyboard cover, then performed testing and inspection, confirming that the unit was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es required keyboard replacement. The customer mentioned that when got water droplet on keyboard, its bubble up on keyboard surface. However, there were no delays or adverse events or injuries reported based on this event.